Manufacturer narrative:
Block b5 was updated with event details missing from previous report. Block h6 was updated with a vomiting coding missing from previous report. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent occlusion.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to facilitate biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. On (B)(6) the patient presented to the emergency department due to a febrile episode, with a recorded temperature of 38.8 degrees celsius. During the evaluation, diagnostic tests were performed and reviewed at the center. A computed tomography scan (CT scan) showed the stent in place, with no evidence of fluid collection. There was marked improvement in the intrahepatic and extrahepatic bile duct dilatation, along with intrahepatic aerobilia. However, the stent appeared slightly horizontal, with possible cholangitis due to reflux or early reflux-related cholecystitis, as suggested by thickening of the gallbladder wall. Blood tests revealed an improvement in bilirubin levels and an increase in cholestasis markers. The patient was discharged the same day with a 10-day course of antibiotic therapy. The device remained implanted. On (B)(6) 2025, the patient was hospitalized due to suspected cholangitis, presenting with right flank pain, chills and vomiting. Upon examination, the patient had once again a temperature of 38,2 celsius, and a reducible incarcerated umbilical hernia, with no signs of hemodynamic instability. A CT scan revealed displacement of the biliary stent, with imaging features suggestive of cholangitis. Blood cultures were taken and returned positive for enterococcus faecalis, and the medication was adjusted. On (B)(6) 2025, gastroscopy revealed an occluded stent, with its axis directed toward the papilla, likely contributing to the previously noted cholangitis due to stent dysfunction, as well as a potential flap-valve effect. Dilation of the original stent was performed using a hydraulic balloon, followed by placement of a double-pigtail stent within the same original stent, which remains in place. Fluoroscopy at the end of the procedure showed the stent appearing to be realigned toward the intrahepatic bile ducts. The patient was discharged on (B)(6) 2025, and the clinical and biological course was favorable. No complications were noted during hospitalization.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent occlusion.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to facilitate biliary drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. On (B)(6), the patient presented to the emergency department due to a febrile episode, with a recorded temperature of 38,8 degrees celsius. During the evaluation, diagnostic tests were performed and reviewed at the center. A computed tomography scan (CT scan) showed the stent in place, with no evidence of fluid collection. There was marked improvement in the intrahepatic and extrahepatic bile duct dilatation, along with intrahepatic aerobilia. However, the stent appeared slightly horizontal, with possible cholangitis due to reflux or early reflux-related cholecystitis, as suggested by thickening of the gallbladder wall. Blood tests revealed an improvement in bilirubin levels and an increase in cholestasis markers. The patient was discharged the same day with a 10-day course of antibiotic therapy. The device remained implanted. On (B)(6) 2025, the patient was hospitalized due to suspected cholangitis, presenting with right flank pain and chills. Upon examination, the patient had once again a temperature of 38,2 degrees celsius, and a reducible incarcerated umbilical hernia, with no signs of hemodynamic instability. A CT scan revealed displacement of the biliary stent, with imaging features suggestive of cholangitis. Blood cultures were taken, and the medication was adjusted. On (B)(6) 2025, a gastroscopy revealed an occluded stent, with its axis directed toward the papilla, likely contributing to the previously noted cholangitis due to stent dysfunction, as well as a potential flap-valve effect. Dilation of the original stent was performed using a hydraulic balloon, followed by placement of a double-pigtail stent within the same original stent, which remains in place. The patient was discharged on (B)(6) 2025, and the clinical and biological course was favorable. No complications were noted during hospitalization.